Event description:
They arrived to the sceneof a patient in cardiac arrest, the device was attached to the patient via pads. At 12:06 hours the device did not adverse shock for what the medics believed was ventircullar fibrillation. At 12:08 another analysis was performed and the device advised shock for what the medics belived was not shockable, the energy was not delivered to the patient. At 12:24 another analyisis was performed and the device advised shock for what the medics belived was not shockable, the energy was not delivered to the patient. Complainnant did not indicate that thre was any adverse effect to the patient due to the reported malfunction.